Event description:
It was reported that device was showing no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device showed no disposable alarm. Tamper seals were intact, device was cracked in top cover assembly. Unable to duplicate report error. Performed visual inspection of pump, performed nda testing of pump. Unable to determine what caused the problem. Replaced dso sensor as a preventive measure.

Manufacturer narrative:
Other text: customer reported that there was no disposable pump. Tamper seals were intact, device was cracked in top cover assembly.unable to duplicate report error. Performed visual inspection of pump, performed nda testing of pump. Unable to determine what caused the problem. Replaced dso sensor as a preventive measure.

Event description:
It was reported that the device showed no disposable pump. No patient injury was reported.

Manufacturer narrative:
Customer reported that device showed no disposable alarm. Tamper seals were intact, device was cracked in top cover assembly. Unable to duplicate report error. Performed visual inspection of pump, performed nda testing of pump. Unable to determine what caused the problem. Replaced dso sensor as a preventive measure.

Event description:
It was reported that device was showing no disposable alarm. No patient injury was reported.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm during use. No adverse patient effects were reported.